Manufacturer narrative:
All available information was investigated, and the reported leaking clip introducer was confirmed via device analysis. Additionally, the clip introducer was observed to be cracked. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the reported leaking cds (clip introducer) was a cascading event of the observed cracked clip introducer. The investigation determined the observed cracked clip introducer may be related to a potential product quality issue. This complaint is within the scope of an exception as the complaint description and device code match the specific issue described in the exception. Therefore, this incident is pointing an exception. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices. The reported air embolism and EKG/ECG changes were cascading effects of the reported leaking cds. The reported patient effects of embolism and EKG/ECG changes (cardiac arrhythmias), as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported medication required and unexpected medical intervention were results of case-specific circumstances.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3+. Once the clip delivery system (cds) was introduced to the steerable guide catheter (sgc), the guide immediately filled up with air. The guide was removed from the stabilizer and placed below the heart level. Guide tip was free from surrounding tissue, under aspiration air was removed from the guide. All three way stock clocks were checked to be closed. Patient showed st-elevations due to the air embolism during the insertion of the clip. The anesthetist was able to control the patient medically and bring them back to stable. The guide was placed back to the stabilizer and in an second attempt to advance the clip, the guide again filled with air immediately. Troubleshooting was repeated, guide was removed from the stabilizer and placed below the heart level. Guide tip was free from surrounding tissue, under aspiration air was removed from the guide, until blood column remained stable. It was decided to remove the cds to check if the sgc itself or the cds caused the issues. The cds was removed without any issues. Aspiration via the sgc showed that the guide, the hemostatic valve and the valve housing were functioning as intended. It was decided to discard the cds and exchange it with another one. One clip was placed successfully reducing mr to grade 1-2. Patient left the catheterization lab in stable condition.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3+. Once the clip delivery system (cds) was introduced to the steerable guide catheter (sgc), the guide immediately filled up with air. The guide was removed from the stabilizer and placed below the heart level. Guide tip was free from surrounding tissue, under aspiration air was removed from the guide. All three way stock clocks were checked to be closed. Patient showed st-elevations due to the air embolism during the insertion of the clip. The anesthetist was able to control the patient medically and bring them back to stable. The guide was placed back to the stabilizer and in an second attempt to advance the clip, the guide again filled with air immediately. Troubleshooting was repeated, guide was removed from the stabilizer and placed below the heart level. Guide tip was free from surrounding tissue, under aspiration air was removed from the guide, until blood column remained stable. It was decided to remove the cds to check if the sgc itself or the cds caused the issues. The cds was removed without any issues. Aspiration via the sgc showed that the guide, the hemostatic valve and the valve housing were functioning as intended. It was decided to discard the cds and exchange it with another one. One clip was placed successfully reducing mr to grade 1-2. Patient left the catheterization lab in stable condition.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.